Event description:
The customer was hospitalized for low bgs. In addition to their recent hospitalization, customer had low bts and seizures in several occasions during the past month. It was reported that the customer was unconscious and the customer believes is the pump fault. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. The customer indicated that the reservoir door comes open on its own frequently. Advised the customer to discontinue the pump use and take manual injections.